Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer's meter was returned for investigation. The meter's heater plate and strip contacts show heavy contamination. Retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 (hct: 47%) 1.8 inr: retention meter and master lot strips: 1.8 inr. Customer meter and retention strips: 1.9 inr. Donor 2 (hct: 49%) 2.4 inr: retention meter and master lot strips: 2.3 inr. Customer meter and retention strips: measurement aborted with error 5 (535) and countdown error 000 (sample dosing not detected). The maximum difference between measurements with the same blood sample was 0.1 inr. All inr values were within the specified maximum difference between measurements. Error messages occurred due to contamination of heater plate and strip contacts (user mishandling). The result of 2.3 inr alleged by the customer was observed in the meter¿s patient result, but the second measurement of 3.1 inr was not observed. Relevant retention test strips (lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 10:32 a.m. The meter result was 3.1 inr and at 10:27 a.m. The meter result was 2.3 inr. The patients therapeutic range is 2.0-3.0 inr and test weekly if in range. The patient is in stable condition.